Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Pt called back because they received a reference letter, but there was no questions on the letter. Pt re-reported previously documented events from this case. Pt noted they received the letter 1-2 weeks ago. Pt noted they spoke to mdt rep. Harrison (last name asked, unknown) via phone in 2021 and notified them about the issue. Pt noted their mdt rep. Was supposed to meet the pt at their hcp office a 1.5 months after their phone call, but the pt and hcp waited 3 hours for the mdt rep and they didn't show up. Pt noted their mdt reps voicemail was now full. Pt noted they had an MRI and cat scan, which came back normal and none of the leads shifted. Pt added they received a replacement recharger antenna (rtm) from a 1-800 number, but their issue remained. Pt noted they had to recharge their ins battery 5 times per day and they had to increase their intensity to get more relief. Patient services specialist (pss) reviewed ins battery depletion was dependent on ins settings and usage. Pss reviewed role of rep. And provided the pt with the nas number for their hcp office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting in the new year (2022) they started noticing that the implanted neurostimulator (ins) was not holding a charge.  They explained that the ins would have a charge of 100% and then when they would wake up the charge was down to 50% charge.  They stated the ins hadn't drained like that before.   The pt did try changing the therapy to group b, but the pt didn't feel it in their left leg but felt stimulation big time in their right leg near their knee.  The pt confirmed they charge the ins once a day and it was losing charge really fast.   They were redirected to see their doctor to further address this issue.  Additional information was received from the patient. It was reported that the event occurred approximately january 2022. When the pt couldn't feel stimulation, they turned it up. The pt still couldn't feel it, so they changed to group b from group a. The right side works too well and nothing at all on the left side. On approximately march or april of 2022 neurosurgeon ordered a CT and MRI to see if leads were still in place, said that they were. The issue of ins depleting has not been resolved. Pt tried to contact a manufacturer representative but was unsuccessful.